Event description:
The claimant alleges his right foot was injured as the wheel of his unit ran over his foot. It is alleged the exposed end of a bolt cut his foot; the user required nine sutures in his foot.

Manufacturer narrative:
Device will not be returned to the manufacturer for eval. A follow up report will be submitted if additional info becomes available.